Event description:
An advocate from italy called on behalf of her husband to report that they obtained a blood glucose reading of 232 mg/dl at 11:30 p.m. With the contour meter. The customer received slow-release insulin at night, and 40 minutes later experienced symptoms of hypoglycemia which was described as sweating. Their blood glucose reading was reported to be 54 mg/dl. The customer was given sugary drink by his wife after which he recovered well. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Manufacturer narrative:
The customer returned the suspected contour meter for evaluation. No test strips were returned. Therefore, an in-house testing was performed with the returned meter and in-house contour test strips from lot # 2dj3b04b using blood sample, which gave a satisfactory performance.